Event description:
It was reported that the patient's right hip was revised as the surgeon was not happy with the shell's position (no further clarification was reported to the rep). Intra-operatively, the ceramic head and ceramic liner were observed to have black marks on the ceramic (possible cause not reported to rep). The shell, liner, and head were revised. Rep can provide pictures. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the provided photographs indicate recently explanted devices covered in tissue. The shell remains assembled with the liner and cannot be seen. The ceramic head and liner have a slight black streak. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following: ¿this patient underwent a revision procedure of a right total hip arthroplasty with a ceramic on ceramic articulation approximately 19 years after implantation. I can confirm that the patient underwent the total hip arthroplasty since I was able to review x-rays of the implant. It is unclear to me what made the surgeon "not happy" with the appearance of the implant. Findings at surgery include some black marks seen on the head and liner which is not uncommon and often represents "streak marks". No mention is made of any corrosion or loosening or any other abnormality. I cannot confirm the root cause of this event with certainty. As noted above, causes of streaking on a ceramic/ceramic articulation are multifactorial and often are not of any clinical significance. These causes could include surgical technique factors, patient activity level and bmi and implant factors. I also cannot confirm the root cause of the need for revision of this implant with the information provided. The surgeons, office notes and operation report would be helpful in understanding the indication for revision." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the shell was revised to change the position. Clinician review of the provided medical records was unable to confirm the reported event due to insufficient records pertaining to this event provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.